Event description:
The customer stated a falsely elevated architect afp result was generated on the architect i2000 analyzer. The patient sample generated an initial result of 78 ng/ml. When retested in duplicate, the sample generated a result of 3 ng/ml. No further patient information was given. The customer replaced the sample probe and indicated there had been no further issues. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.